Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call motor error alarm, no delivery alarm and high blood glucose levels. Customer¿s blood glucose level was 600 mg/dl. Customer treated their high blood glucose manually. Troubleshooting for motor error alarm was performed. Customer was able to complete the rewind process. Troubleshooting for no delivery was performed. Customer advised the cannula was bent and that they insulin exited the tubing. Customer was advised to send back their old infusion set and that a new infusion would be sent to them.